Event description:
The customer reported a failure to discharge during a pt event. It is not yet known whether the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during a pt event. It is not yet known whether the device behavior impacted the pt outcome. We have requested additional information and the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.